Event description:
Boston scientific received information that during a general replacement procedure, the patient¿s right atrial and ventricular leads were unable to be removed from the header of this device. The physician had to break the header to release the leads. No damage was noted to the leads and the device was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.